Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and multiple photographs were provided for evaluation. Upon visual inspection of the photographs, the catheter was observed to be frayed/ sheared. Based on the data from the investigation, the reported defect was unable to be confirmed to be attributed to any manufacturing process. It is believed that the reported defect likely occurred during user application. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: epidural catheter pulled apart upon removal. Detailed inquiry description: crna placed the catheter for c-section. No issues with placement. No issues with initial delivery of medication. 1 hour post catheter placement, the patient complaint of pain and catheter was removed. Dr. (B)(6) removed the catheter and noticed that the catheter had come uncoiled (disintegrated) and a piece of the catheter remained inside the patient. Possible lot numbers: lot number 0061946232; expiry date 10/31/2025; production date 06/17/2024; lot number 0061897394; expiry date 11/30/2024; production date 07/17/2023; lot number 0061938690; expiry date 08/31/2025; production date 05/13/2024; lot number 0061932680; expiry date 08/31/2025; production date 04/08/2024. Additional information: catheter placed at 6:20, anesthesia was called by ob at 7 pm due to the patient being in pain. Dr. (B)(6) noted that the patient did not appear to be numb, and the epidural was therefore, likely not in the epidural space. Halfway through removing the catheter it became stuck with 10.5 centimeters of the catheter remaining in the patient. The clear outer layer of the catheter remained in the patient, but he was able to continue to pull out the metal springwound portion of the catheter, at this point uncoiled. At some point however, he was unable to continue to pull the remaining of the catheter out. Patient was placed on her side, but this did not facilitate the removal. Dr. (B)(6) indicated that the metal portion broke off at 5 centimeters outside the patient's skin. He cut off the remaining piece and used tegaderm to keep it in place, taped and cleaned area. Dr. (B)(6) also indicated that the catheter did not show on CT scan. They would like information on patient's ability to have MRI in the future. Current patient condition: the patient is reported to be well and in good spirits.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.